Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: catalog/lot #: requested, unknown. D4: expiration date, & UDI: unknown, as the involved product code was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: unknown, as the involved product code was unknown. H4: device manufacture date: unknown, as the involved product code was unknown. Since the actual sample was not returned, detailed investigation could not be performed, and the cause of occurrence could not be clarified. The manufacturing record and the shipping inspection record of the product with the involved product code/lot # were unknown. Therefore, the product code/lot # were unknown, the investigation could not be performed. Past complaint file of the product with the involved product code/lot # were unknown. Therefore, the product code/lot # were unknown, the investigation could not be performed. Since the product code/lot # were unknown, the UDI no. Investigation could not be performed. Ashitaka factory is always making efforts to maintain the product quality by performing following controls: (I) the outer diameter of this product is controlled; (ii) before the packaging process, 100% visual inspection is performed. Instructions for use (IFU) of this product includes the following warning: · if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during a cardiomems implant procedure, upon advancing the delivery catheter through the outflow track, the involved terumo guidewire was observed to be looping in the postero-anterior (pa). The doctor retracted the delivery catheter to the right atrium (ra), before ultimately advancing the sensor past the target site into a smaller portion of the pa. The diameter of this vessel was estimated to be less than 7mm, so the delivery catheter was pulled back, after which, the terumo guidewire had unintentionally receded into the catheter. Upon re-advancing the guidewire again, the delivery catheter and guidewire suddenly appeared in an alternate branch of the pa which was determined to be a better location for sensor deployment. With the tip of the guidewire distal to the delivery catheter, sensor was released and successfully deployed in the left pa. The patient began coughing and quickly developed hemoptysis. The doctor simultaneously retracted and removed the delivery catheter and guidewire, while the sensor remained fixed at the location of deployment. The patient was suctioned, and blood loss/secretions were minimal, never reached the canister. The code team was paged as a precaution while the angiography was performed in effort to locate the source of bleeding which was not identified. Doctor conveyed that it was likely a tiny nick. Hemoptysis resolved spontaneously about one (1) hour post onset. Patient was admitted to the intensive care unit (ICU) in stable condition then discharged home that same evening at approximately 8pm pst. There was no delay to the procedure that the physician felt was clinically significant to the patient. Patient was anticoagulated with apixaban. The event occurred intra-operative. The type of procedure performed was a cardiomems implant. On 13 feb 2024 terumo medical received FDA medwatch report # mw5150801.